Manufacturer narrative:
Updated information: a4 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated that medtronic devices did not cause or contribute to any of the adverse outcomes noted in the article. No further specifics were provided.

Event description:
Literature was reviewed regarding the use of internal pacing with a previously implanted cardiac implantable electric device during transcatheter aortic valve replacement (tavr). Medtronic (corevalve/evolut r/evolut pro = 86) and non-medtronic (various = 400) valve types were implanted in the study population of 486 patients. As written in the article, ¿the documentation of procedural details and complications was performed according to the valve academic research consortium-3 (varc-3) criteria.¿ procedural complications consisted of cardiac structural complications (pericardial effusion was named as an example), major vascular complications, and type =2 bleeding (need for transfusion of 2-4 units of hemoglobin concentrates). The authors did not disclose any further details about the adverse outcomes.

Manufacturer narrative:
Citation: haum m, steffen j, sadoni s, et al. Pacing using cardiac implantable electric device during tavr: 10-year experience of a high-volume center. Jacc cardiovasc interv. 2024;17(8):1020-1028. Doi:10.1016/j.jcin.2024.02.028 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.